Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced severe hyperglycemia while using the ilet, with the device displaying high and a concurrent fingerstick of 525 mg/dl, after being disconnected from insulin for approximately two hours during a shower and then performing a supply change. The patient uses a cartridge-driven infusion set and reported no visible leaks or kinks, received correction doses, and moved to a new infusion site with insulin delivery resumed and the ilet delivering correction doses. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information regarding a specific device problem or component, and no established device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was not established.